Manufacturer narrative:
Concomitant medical products: product ID: 3999, lot#: j0455119v, product type: lead. Other relevant device(s) are: product ID: 3999, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Mdt rep reports patient (pt) is getting the oor message when they increases the stimulation. Rep said the impedances are high 2500 - 4000 ohms. Rep will try reprogramming. Technical services (ts) reviewed possible issue with surgical lead. Rep reported cause was due to scar tissue around the paddle. A paddle revision to take place. Issue not resolved at this time.